Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms experienced during functionality testing which were not reproduced. The confirmed symptom was found to be caused by wide inscribed pin dimension (the distance between the upstream sensor and upstream pusher) on the upstream sensor. The upstream sensor was replaced.